Event description:
Pt had a new set of dentures made for her for both the upper and lower jaws. On using the device her mouth was sore and the dentures cut into her gums. The cut dentures were rough and sharp. Pt now uses the old denture she had.